Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were hyper-responsive and the ok button would scroll screens when pressed. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.